Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced several high blood glucose levels. Customer's blood glucose level was 550 mg/dl. The customer was shaky, nauseous, had excessive thirst, was currently sleepy, and thirsty. The customer treated her blood glucose levels with an injection of 30 grams and changed the infusion set. The customer received two low reservoir alarms followed by a no delivery alarm. The customer was changing the infusion set every three to four days. The device was not returned.